Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the keyboard printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that a ventilator keyboard was stuck. The ventilator was not on a patient at the time of the event.